Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument: attune fixed bearing tibial impactor (254401003). Incident: this smashed into 2 pieces (see picture) when mr walsh was impacting tibial tray this morning. No harm to patient.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.